Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5 describe event or problem- correction g6 type of report- follow up h2 type of follow up- correction h6- codes - additional disregard the h6- 24 code that was submitted in the initial.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.